Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented, the device was found to be in backup vvi mode and an error message was observed. It was noted that downloading the device image was attempted, but kept failing stating it could not locate the device. A device download was performed successfully and the patient will continue to be monitored. The patient was stable.